Manufacturer narrative:
Additional information: h3, h6 h9, and h10. H9: fa-2021-005 h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A nonconformance has been opened and corrective action will take place, as an increasing trend of the alarms self test failure (4) and prime self test failure (4) was noticed over the last few months. Sometimes these alarms were issued together with alarms related to excessive tmp pressure. The main driver for this increase was identified to be an unexpected variability in the material properties of the automatic repositioning system (arps) silicone tubing manufactured by a third party supplier, which is leading in some cases to unfavorable performance over time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismaflex control unit, chronic unit self-test failures due to code 4 and sudden transmembrane pressure (tmp) spikes occurred triggering the tmp excessive alarm. It was reported that the patient lost two circuits of blood within 24 hours. No additional information is available.